Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D.4.: this is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to the second report filed under the manufacturer internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
As, initially reported by a healthcare professional via consumer that the lenses were found broken when the package was opened. Additional follow-up information along with medical records received it was mentioned that one of the lens was broken inside the right eye and consumer had to visit an emergency room to get the contact lens removed which was retained in the lateral fornix. Consumer experienced mild conjunctival hyperemia, paracentral superotemporal epithelial defect and paracentral inferior corneal abrasion and was diagnosed with superficial trauma of the eye and its adnexa (cornea) and was given treatment with moxifloxacin eye drops with frequency of one drop in the right eye six times a day for three days then four times a day for three days and then two times a day for three days and after discharge from the emergency department consumer was advised to avoid exposure to water during the course of antibiotic therapy and was instructed to refrain from wearing contact lenses and advised consumer to return to the ophthalmology emergency department if symptoms persisted or worsen. The current status of the consumers eye is unknown at the time of the report. Additional information has been requested but not yet available.

Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.